Event description:
The customer initially called to report a no delivery alarm during a bolus. The customer then stated that she was in the hospital because of high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump alarmed. No delivery during the prime. The insulin pump was able to prime without the no delivery alarm after further troubleshooting. The insulin pump also passed the prime test. The customer's endocrinologist later called asking for the insulin pump to be replaced. The doctor stated that the customer continues to have high blood glucose levels. Advised the doctor that the insulin pump would be replaced.

Manufacturer narrative:
Additional info: currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.